Manufacturer narrative:
A hospital technician verified the device problem and replaced the motor position detection system and the ventilator lid. The replaced parts were returned to manufacturer for evaluation; visual inspection revealed no signs of wear and tear or damage. The parts have been installed into the periphery of a lab device and were subject to an extended stress test but they did not exhibit any malfunctions during this test. Analysis of the log file shows evidence that the motor slowed down during a procedure at 09:02 a.m. On the date of event and stalled within the same minute. There are several conditions that may lead to a stalled motor - low voltage when running on battery, an incorrectly fitted rolling seal, a too high/low pressure inside the ventilator piston etc. Each of this deviation would produce secondary error entries in the logs but no such errors are recorded in the particular case around the time of event. Thus, an exact root cause cannot be determined. Dräger finally concludes that the workstation responded to a deviation of unknown origin as specified - a problem with the rotating speed of the motor was detected by the system, the workstation forced a shut down of automatic ventilation to prevent from ventilator damages and the user was alerted to this condition by a corresponding alarm. Manual ventilation as well as the monitoring functions remain available which allowed the user to finish the procedure without consequences to the patient. It was recommended to the user to replace the motor in case the problem would recur.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The patient was reportedly manually ventilated and there was no patient injury reported.